Event description:
The customer reported v1 through v6 failed. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported v1 through v6 failed. There was no reported adverse patient impact. The trunk cable was replaced to resolve the issue. The trunk cable was not available for evaluation. We will consider this a malfunction of the trunk cable where v1 through v6 failed.